Manufacturer narrative:
The company rep replaced the battery (B)(4). The unit was tested to factory spec. It functioned normally and was returned to the customer. A review of the device's service history does not indicate any systemic issues.

Event description:
The customer reported that during transport within the hospital while the unit was in use on a pt, the unit shutdown after generating a "low battery" alarm. The unit was replaced with a back up and therapy was continued. No pt injury was reported.